Event description:
After being treated with the cryoablation system, the pt reported feeling discomfort. The physician evaluated the pt and noted crepitus in the chest wall; a spot fluoroscopy showed air under the diaphram and in the mediastinum. The pt was admitted to the hospital for surgery to repair a suspected perforation.

Manufacturer narrative:
It is suspected by the investigating csa clinical specialist that the contained perforation was small and most likely sealed itself. Prior to therapy, the physician placed an ink tattoo in the esophageal wall using a sclera therapy needle near the treatment site. It is the opinion of the treating physician that nitrogen gas was introduced through the sclera needle marks resulting from the tattoo and further dissected by gas. A csa clinical specialist discussed the event with the physician and concluded that the procedure was completed without problem. It is noted that the physician modified the cryo-decompression tube ("cdt") used to vent gas from the pt by "piggy-backing" another tube to the cdt. However, visualization/insufflation was not abnormal and [pt] vented well. The treating physician reported no malfunction suspected, and the case was otherwise straightforward. The cryospray ablation console was evaluated by a csa clinical specialist and determined to be functioning per specification. Csa makes recommendations to mark the most proximal edge of the pt's squamocolumnar junction (scj) be marked with a submucosal tattoo of (B)(6) ink using a standard sclerotherapy needle. The ink tattoo is intended as a guide to monitor therapy response and guide sampling of the neo-squamous segment for residual be during follow up therapy. The cryospray ablation therapy is contraindicated for esophageal ulceration, erosion or break in the mucosa. The recommendations for the tattoo process do not clearly specify that the tattoo procedure should be done such that mucosa is not compromised when cryospray takes place. It is likely that the tattooing process had a probable causality to the contained (contrast only to in the wall) perforation. Csa will clarify instructions for this process.